Event description:
The device was returned and it was found that it was separated in two at 14.5 cm from the strain relief. Additional information received indicated that the device was broken (separated) while passing through the cordis xb 3.5 6f guide catheter. There was no resistance experienced when pushing the device through the guide catheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15158633 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15158633. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The product is to be returned for evaluation, but has not been received yet. The device, cypher select plus, is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the us. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Please note additional information. The complaint received states that during an interventional procedure the shaft of the cypher balloon fractured / separated in the patient. The target lesion was a 90% stenosis in the mid left anterior descending (lad) artery. The lesion was mildly calcified and had no vessel tortuosity. A cordis xb 3.5 6f guide was used for the procedure. The target lesion was pre-dilated. The device was broken (separated) while passing through the cordis xb 3.5 6f guide catheter. There was no resistance experienced when pushing the device through the guide catheter. The device was retrieved through the guide catheter. No portion was retained within the patient. There was no report of injury for the patient. One non sterile cypher select + 3.00x28 mm was received coiled inside a plastic bag. It was separated (broken) in two at 23.2 cm from proximal end in the metal shaft area. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. There was evidence of that unit was bent prior separation. Magnified pictures were taken from the rupture area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated was confirmed. The exact cause of the failure could not be determined; it is likely that procedural factors could contribute to the failure experienced by the customer and damage found. Controls to detect bents and kinks on the sds such as 100% inspection according to (B)(4) are in place in the manufacturing lines. Neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed are related to the manufacturing process. Therefore, no corrective or preventive action will be taken. The reported body/shaft separated was confirmed. The exact cause of the failure could not be determined; it is likely that procedural factors could contribute to the failure experienced by the customer and damage found. . Neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed are related to the manufacturing process. Therefore, no corrective or preventive action will be taken.

Event description:
The information received indicated that the cypher stent shaft got broken when the doctor tried to push the stent into the catheter after the usual pre-dilation. The device broke while it was inside the guide catheter. The device did not kink or separate in the area it broke. A 6f vistabrite xb3.5 guide catheter was used. The device was retrieved through the guide catheter. The target lesion was a 90% stenosis in the mid left anterior descending (lad) artery. The lesion was mildly calcified and had no vessel tortuosity. The doctor used a different size and completed the procedure. There was no harm to the patient.